Event description:
The customer complained of multiple questionable results for 1 patient sample tested on a cobas 6000 c (501) module. From the data provided, a reportable malfunction was provided for ca2 calcium gen.2 (ca), chol2 cholesterol gen.2 (chol), crej2 creatinine jaffé gen.2 (crea), gluc3 glucose hk gen.3 (glu), tp2 total protein gen.2 (tp), trigl triglycerides (trig), and ise indirect na, k, ci for gen.2. This medwatch will cover the discrepant ca, chol, crea, glu, tp, and trig results. For information on the discrepant na, k, and cl please refer to the medwatch with patient identifier (B)(6). Discrepant results are highlighted. The customer also stated that an additional patient sample that was collected along with the original patient sample on (B)(6) 2018 was also tested on (B)(6) 2018. The results from both samples tested on (B)(6) 2018 were said to have matched. No further details were provided. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The ca reagent lot was 344981 with an expiration date of 30-sep-2019. The chol reagent lot was 347599 with an expiration date of 31-mar-2019. The crea reagent lot was 340775with an expiration date of 29-feb-2020. The glu reagent lot was 342969 with an expiration date of 30-sep-2019 the tp reagent lot was 347770 with an expiration date of 31-aug-2019. The trig reagent lot was 341813 with an expiration date of 31-may-2019 the field engineering specialist was unable to find a root cause. He performed a decontamination of the system, replaced the sample probe, and adjusted the rinse levels. He checked the alignment of the probes. Precision testing was performed with acceptable results. The customer ran qc testing with acceptable results. Review of the calibration and qc data gave no indication of a reagent or instrument issue. The alarm trace contained no conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined.